Event description:
Caller reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Despite attempts to troubleshoot by checking the power source and using known working charging supplies, the pump did not turn on. Customer technical support (cts) decided to replace the pump. The customer was informed to use manual daily injections (mdi) as a backup insulin therapy.